Manufacturer narrative:
(B)(4). Date sent: 5/15/2024 d4: batch # 759c85 investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and one gst45b reload(b) and one gst45d reload(c) were present. Both reloads were received unfired. The knife was examined during the visual inspection, and no damage or anomalies were noted. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. Although no conclusion could be reached on the cause of the reported event since the returned device was received with a non-working firing mechanism and both reloads unfired and what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 759c85, and no non-conformances were identified. Additional information was requested and the following was obtained: for "changed another one" was the stapler changed or was the reload changed? -stapler.

Event description:
It was reported that during the unk surgery, after fired, the staple line and cut line are both complete. Noted oozing. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There were no adverse consequences to the patient. No additional information could be provided.